Manufacturer narrative:
H3 other text : customer requested remote service.

Event description:
It was reported to philips that the device had a report error. The customer called philips and spoke to an authorized service personnel (asp) regarding the report error and with the assistance of the customer it was confirmed that this was due to battery failure. Upon conclusion of the evaluation, it was determined that this was a malfunction of the battery. After communicating with the customer, the customer believes that the equipment has been used for many years and decided to abandon maintenance. The device remains at the customer site and no further evaluation is required at this time.

Event description:
It was reported to philips that the device had a report error. There was no patient involvement.